Manufacturer narrative:
Evaluation results: one cadd ms3 was returned for investigation in used condition. The investigator was unable to duplicate the customer's reported product problem. The pump ran for an extended period of time without issue. The device functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pump displayed error message 441413. The pump alarmed 4 hours ahead of schedule. The pump exhibited this problem on two occasions. The drug being infused was a life-sustaining medication. The patient switched to using their back up pump, which was functioning normally. No patient injury or complications were reported in relation to this event.